Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event was reported. The lot number of the insertion device was not provided. The insertion device was discarded; therefore, no product could be requested to be returned for product evaluation.